Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a decline in the patient's hearing performance has been noticed by the guardians since (B)(6), 2013. A history of a head trauma was denied by the guardians. Problems of the external devices were excluded.